Event description:
The reported problem (injury) was confirmed. A us distributor reported that a patient slipped and fell and landed where the electrode is which dug deep into their skin and broke their rib while wearing the lifevest. Patient did not seek medical attention. During a follow-up, the patient stated that their injuries are improving but they are still sore.